Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. No sample was received. The device history records for the affected lots were reviewed. No abnormalities that could have contributed to this event were found and the products were released according to manufacture's acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. A sample was received and was found in outer blister with cover foil. It was not well protected. The shaft and grasping arms are very bent. The device history records for the affected lots were reviewed. No abnormalities that could have contributed to this event were found and the products were released according to manufacturers acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the forceps shows surgery residuals and is very bent. The sample was not returned properly and was probably additionally damaged during transport. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the "cables" of the microsurgical forceps were not able to be separated after ten minutes of use. The case was completed using a backup forceps with no harm to the patient. Additional information has been requested but not received.